Event description:
It was reported by service report that the scale was not weighing correctly and the head end/foot end of the lift hi-lo would drift down past its low limits. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results: load cell and threaded sleeve that threads onto lift motor shaft.